Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.e3 company representative

Event description:
It was reported that the device was post-paced t-wave oversensing. Reprogramming of the device resolved the oversensing. The patient had no complications.